Event description:
It was reported that the spinning spiros, used during the event, disconnected from the bd alaris pump infusion set during a dinutuximab infusion. The concentration of the medication was reported as 14mg of dinutuximab in 100ml ns, infusing through a central line. The clinician reported having properly secured the product by spinning it and checking for the ¿click¿ prior to starting the chemo infusion. The separation/disconnection occurred distal to the pump at the patient approximately 7-9 hours after the infusion was started. There was some bleed back/loss reported but it was not quantified. The therapy was resumed, the drug was not replaced. The setup was bd alaris pump infusion set low sorbing tubing with the spinning spiros connected to the end of the tubing and then connected to the patient. The patient was reported as very active but no harm was reported. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
The device was reported as being discarded. Without the return of the device, a comprehensive failure investigation cannot be performed and a cause cannot be determined. In the event that additional information becomes available; a supplemental report will be submitted. Additional information for lot no, expiration date, and device mfg date are as follow. The customer provided the possible lot numbers involved are 5471893 (expiry date 06/1/2026, MFR date 06/01/2021), 5571647 (expiry date 08/01/2026, MFR date 09/01/2021), 5737340 (expiry date 12/01/2026, MFR date 12/1/2021).